Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that during the tha, when the surgeon was using the universal driver, the tip broke into a screw head. He could not remove the fragment of the driver. Therefore, he implanted a insert into a cup without removing.